Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that his blood glucose has been running as high as 350 mg/dl without symptoms of muscle aches while the animas pump is giving loss of prime warnings. The patient has tried to change the sites but his blood glucose is not improving. At the time of concern, the patient was able to take insulin via syringe to correct his elevated blood glucose. Troubleshooting did not resolve the patient¿s possible insulin delivery issue. The animas product was requested back for investigation. This complaint is being reported due to the unresolved insulin delivery issue. The patient did not have any symptoms or require any medical intervention to suggest a serious injury.

Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/11/2014 with the following findings:a review of the pump¿s history showed that the last bolus and last basal deliveries were 10/04/2013. No alarms related to the complaint were visible in the pump¿s history. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.